Event description:
Four samples were tested for a d-dimer and the results were negative. One result was reported to the floor, who challenged the result. The samples were re-run and found to be positive. The lab discovered the d-dimer reagent bottle was empty but the analyzer was continuing to run the d-dimer assay without alarming. No pt care was affective by the single incorrect result reported to the floor. Three result printout were supplied by the lab. Each showed that the original result was flagged with an 'l', which indicates that result was below the reportable range.

Manufacturer narrative:
A field engineer examined the analyzer in question and determined the vial definitions were incorrect. Specifically, the minimum and the low level values were set too low. With these settings the instrument would continue to attempt to aspirate and dispense reagent even though the level was insufficient. The vial definitions were not updated when the analyzer software was updated due to a miscommunication regarding the need not to change customer vial definitions during the software upgrade.